Event description:
It was reported through literature that asahi products: sion guide wire, sion blue guide wire, sion black guide wire, suoh 03 guide wire, fielder xt-r guide wire, corsair pro microcatheter, corsair pro xs microcatheter and caravel microcatheter might have caused or contributed to adverse events such as vessel perforation. Publication: catheter cardiovasc interv ; 103(1): 1-11, 2024 01. Title: applicability of j-cto channel score to predict microcatheter tracking during retrograde percutaneous coronary intervention of chronic total occlusions: insights from the surfing micro registry. Excerpt: 2 / materials and methods 2.1 / study design and population from april 2017 to august 2021, all consecutive patients undergoing a retrograde cto-pci with at least successful cc tracking by guidewire were retrospectively included from two high-volume italian cto programs (policlinico university hospitals "g.rodolico-san marco," catania, italy and rivoli hospital, turin, italy). Inclusions criteria were: (I) at least a retrograde attempt during the cto-pci; (ii) successful cc tracking by guidewire followed by microcatheter tracking. 3 / results 3.1 / patient population a total of 494 patients undergoing cto procedures in the study period were screened, and 189 (38%) patients had at least a retrograde attempt with successful cc tracking by a guidewire, fulfilling the inclusion criteria for this study. Patients were predominantly male (88%), with a mean age of 64 ?} 9 years. The mts and mtf groups included 164 and 25 patients, respectively. Baseline characteristics were generally well balanced between the two groups, except for higher age, prior mi, and familiarity of cad in the mts group. 3.2 / procedural characteristics the microcatheters most commonly used were corsair pro, caravel and corsair pro xs (supporting information s2: table 2 and figure s1). According to collateral types and microcatheters characteristics, corsair pro (64.4%) and caravel (77.5%) were the most used microcatheters for septal and epicardial, respectively. 3.3 / outcomes procedural success occurred in 86.8% of patients with significantly difference between the mts and mtf groups (93.9% vs. 40.0%, p < 0.001), while the incidence of the in-hospital mace (6.1% vs. 16.0%, p = 0.078) did not differ significantly between the mts and mtf groups. Procedural complications occurred in 6.3% of patients, with a significant difference between the mts and mtf groups (3.7% vs. 24.0%, p < 0.001). This difference was driven by an increased rate of collateral perforation (20.0% vs. 3.0%, p < 0.001), cardiac tamponade (8.0% vs. 1.2%, p = 0.028), and emergent cardio-surgery (4.0% vs. 0%, p = n/a). Table 1 baseline characteristics. Total 189, mts 164 (87%), mtf 25 (13%) [baseline patient characteristics] age (years)--- 64.11 ?} 8.6, mts/64.85 ?} 7.9, mtf/59.20 ?} 10.8, p value/0.002 height (cm)--- 169.51 (155-183), mts/169.50 (155.00-183.00), mtf/169.70 (160.00-180.00), p value/0.857 weight (kg)--- 76.80 (57-120), mts/76.40 (57.00-120.00), mtf/79.65 (60.00-110.00), p value/0.191 bmi (kg/m2)--- 26.7 (20.76-40.40), mts/26.55 (21.00-39.00), mtf/27.70 (20.80-40.40), p value/0.133 gender (male)--- 166 (87.8%), mts/142 (86.6%), mtf/24 (96%), p value/0.180 [procedural characteristics] retrograde wire--- p value/0.057 sion regular--- total/58 (30.7%), mts/52 (31.7%), mtf/6 (24%) sion blue--- total/22 (11.6%), mts/22 (13.4%), mtf/- sion black--- total/31 (16.4%), mts/23 (14.0%), mtf/8 (32%) suoh 03--- total/62 (32.8%), mts/52 (31.7%), mtf/10 (40%) fielder xt-r--- total/16 (8.5%), mts/15 (9.1%), mtf/1 (4%) table 2 outcomes of interest. Total 189, mts 164 (87%), mtf 25 (13%) [clinical outcomes] procedural success--- total/164 (86.8%), mts/154 (93.9%), mtf/10 (40%), p value/<0.001 in-hospital major cardiovascular and cerebrovascular events--- total/14 (7.4%), mts/10 (6.1%), mtf/4 (16%), p value/0.078 in-hospital death--- total/2 (1.1%), mts/1 (0.6%) , mtf/1 (4%), p value/0.123 myocardial infarction--- total/11 (5.8%), mts/8 (4.9%), mtf/3 (12%), p value/0.157 ischemia-driven revascularization--- total/0 (0%), mts/0 (%), mtf/0 (0%), p value/- sion: MFR report #: 3003775027-2025-00067, sion blue: MFR report #: 3003775027-2025-00068, sion black: MFR report #: 3003775027-2025-00069, fielder xt-r: MFR report #: 3003775027-2025-00071, corsair pro: MFR report #: 3003775027-2025-00072, corsair pro xs: MFR report #: 3003775027-2025-00073, caravel: MFR report #: 3003775027-2025-00074.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Device evaluation could not be performed because the affected devices were not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Multiple asahi and non-asahi products were used in this study; however, how each mentioned product had caused or contributed to adverse events was unable to be determined based on the limited written information. Referring to known similar events, it was presumed that patient anatomy and procedural contents were most likely associated with these events. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] ~ damage to a vessel, including possible vessel perforation ~ cardiac tamponade due to vessel perforation ~ thrombus.